Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The unit was returned to failure analysis and the reported failure was confirmed via system logs, and the issue was replicated in-house. Error 22020 pointed to degree of freedom (dof) 7/8 as the grip axis failed to engage while using the large needle driver instrument. The unit was tested on an in-house system where it passed normal mode, but instrument testing could not be performed due an issue with dof 7 gearbox. It was stiff and when pressed, would stay stuck in the down position. The unit was also tested on an in-house psc (patient side cart) fixture test platform (pftp) where it passed all tests with no related errors. The dof 7 gearbox assembly will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, arm 4 was alarming the recoverable error 22020. The team tried to recover it, but it did not work. They restarted the system to try to solve the problem, but that also did not work. They made the decision to deactivate the arm to complete the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system functionality was checked upon powering on and the system switched on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.